Manufacturer narrative:
.

Event description:
Procedure type: unk. According to the reporter, the balloon burst while inflating. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. Additional info was not available.